Event description:
The customer reported that the buttons on his insulin pump would stop working. At first, the customer stated, if the insulin pump was tapped, the buttons would start working again but eventually quit working altogether. The customer's blood glucose was 397 mg/dl, for which he was on the way to see a doctor to receive treatment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.